Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmedl the image guide (ig) bundle had significant breakages. In addition to the ig that was found to have coating peeling, evaluation findings are as follows: due to a crack on the control unit, water tightness was lost; due to a dent on the suction tube in the control unit, suction volume did not meet the standard value; the adhesive on the bending section cover had a chip, the connecting tube had a dent, and the eyepiece had a scratch. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there were broken fibers while using the tracheal intubation fiberscope. There was no patient harm associated with the event. The device was returned and evaluated, and the image guide was found to have coating peeling. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors or handling of the device. The event can be prevented by following the instructions for use (IFU) which state: ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope¿ [inspection of the endoscope] 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities (see figure 3.2) olympus will continue to monitor field performance for this device.